Event description:
After placemetn of thoracenteis catheter fluid began to drain. Approximately half way through procedure, air was noted to be developing in tube from collection bag into syringe. Tubing was manually clamped to allow continual fluid drainage. Approximately 1500cc total fluid withdrawn.